Manufacturer narrative:
The insulin pump was not in manufacturing mode. The pump was returned for power error alarm . The power management tool confirmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue on a connector. After disconnecting and reconnecting the internal battery connector the pump was monitored and functioned properly. The pump was received with minor scratched lcd window, scratched case and cracked retainer.

Event description:
It was reported that customer had power error detected on insulin pump. The customer¿s blood glucose level was 160 mg/dl. Troubleshoot was performed for power error detected. Recommended customer refer to back up plan. The insulin pump will be returned for analysis.